Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes, inner trocar seal. Was a device inserted in the trocar during the leaking? Yes and also leaking when instrument was out. Was any torque being applied to the trocar or device? No.